Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the na and k measurements were correct. Quality control and calibration measurements were within limits. The na difference between the b 123 instrument and the cobas 8000 is due to different measurement principles and reference methods. The k difference between the b 123 instrument and the cobas 8000 could be due to several reasons unrelated to the device, such as hemolysis, delayed separation of cells from serum or plasma, thrombocythaemia, leukocytosis, or a delay of more than 30 minutes from sampling to analysis.

Event description:
The customer complained of low ise sodium electrode (na) results and low ise potassium electrode (k) results when comparing the b 123 instrument to the cobas 8000 in the laboratory. Of the data provided for 7 patient samples, five patient samples were erroneous and were reported outside of the laboratory. Patient sample 1 initial k result on the b 123 instrument was 4 mmol/l. The repeat result from the laboratory was 4.8 mmol/l. Patient sample 2 initial k result on the b 123 instrument was 4.6 mmol/l. The repeat result from the laboratory was 5.6 mmol/l. Patient sample 3 initial k result on the b 123 instrument was 4.1 mmol/l. The repeat result from the laboratory was 4.6 mmol/l. Patient sample 4 initial k result on the b 123 instrument was 3.5 mmol/l. The repeat result from the laboratory was 4.5 mmol/l. Patient sample 5 initial k result on the b 123 instrument was 4 mmol/l. The repeat result from the laboratory was 4.6 mmol/l. The patient's na result on the b 123 instrument was 133 mmol/l. The repeat result from the laboratory was 140 mmol/l. No adverse events were reported. The results from the laboratory were used for treatment decisions. The ise sodium electrode lot number and expiration date was requested but not provided. The ise potassium electrode lot number and expiration date was requested but not provided.